Event description:
On 17sep2024, an email was received from a distributor in the united kingdom reporting a patient (pt), an experienced user, experienced redness and pain in the right eye (od) after wearing an acuvue® oasys® 1-day with hydraluxe¿ for astigmatism brand contact lens (cl) on (B)(6) 2024 that "felt dry and uncomfortable." The pt noticed nothing unusual with the lens or packaging. The pt visited an ophthalmologist who diagnosed early microbial keratitis and prescribed moxifloxacin (the date of visit and dosage/frequency of medication were not provided). The symptoms resolved after one week; however, the pt was advised to cease cl wear for another two weeks and is now using glasses. On 19sep2024, the distributor provided additional information by email. The lens did not come into contact with any water, the pt washed and dried the hands before removal and insertion, and does not recall touching any other surface before removing or handing the lenses. A culture of the eye was not performed. The moxifloxacin was prescribed every hour for 48 hours, then every 2 hours for 2 days, then "several times a day" for the next 3 days. The pt visited the ophthalmologist two times and on the second visit was advised "the ulcer had improved." The eye has now healed with no change in vision or pain. The pt has not returned to cl wear as the ophthalmologist recommended waiting 3-4 weeks. A letter dated 28aug2024 from the treating ophthalmologist was attached. "[The pt] came to the clinic today. [The pt] is a soft contact wearer and [the] right eye has been dry and irritated since yesterday and [the pt] has an early microbial keratitis and is going to take the moxivig drops hourly day and night for the next 48 hours but I will review tomorrow afternoon" as [the pt] will be out of the country on friday morning. No additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l006j9p was produced under normal conditions. The od suspect product was not returned for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.